Event description:
It was reported that backup vvi was observed on the pacemaker. The backup up vvi was thought to result from a failure by the clinician to update the device software for cybersecurity. A device restoration was completed successfully. The patient was to continue with regular followups. There were no reported patient consequences.